Event description:
It was reported that when using auto/manual mode, the device takes too long to reach targeted temp, if it even reached it at all. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.

Event description:
It was reported that when using auto/manual mode, the device takes too long to reach targeted temp, if it even reached it at all. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A stryker field service technician evaluated the unit under a work order and found that the device's cooling therapy could not be initiated due to a broken/damaged compressor. This issue was resolved for the customer by replacing the unit.